Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution is dried on the lens. Viscoelastic in the shape of an instrument used to grasp the lens is observed on the optic along the center and on the edge. One haptic is broken in the gusset area. The optic posterior has small scratch/gouge marks. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an unspecified monarch handpiece. The customer also indicated the use of a viscoelastic, which is not qualified for monarch cartridge use. The root cause may be related to a failure to follow the dfu. The viscoelastic indicated is not qualified for the lens/monarch combination used. Due to differing material properties, the use of an non-qualified viscoelastic may result in delivery issues and/or damage. (B)(4).

Event description:
A health professional reported that an intraocular lens (iol) was scratched. The timing of the event is unknown. No impact to the patient. Additional information was requested but none was received.